Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and oversensing on monitored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.